Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. No difficulties noted when removing the device from the hoop negative prep was performed with no issues noted. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion. Ptca was performed and the physician attempted delivery of the stent again excessive force was used during delivery and strut damage was observed; stent deformation occurred during positioning/ advancement. The procedure was completed without any complication using another medtronic stent. The physician informed that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. Patient status post-procedure is alive with no injury. The stent will be returned for analysis.